Event description:
During the coil embolization procedure of internal iliac artery ruptured aneurysm, it was noted that the physician could not detach a presidio microcoil (pc4181647-30/j10557) although pressing the detachment button about five times. The green system ready light illuminated at the time the detachment was attempted. Type of the detachment control box and the cable used with the product were not provided. Then, the presidio was safely removed from the patient. And then, when the physician replaced the presidio for a new product (pc4181647-30, lot unknown), he was able to detach it into the target aneurysm using the same detachment control box and the same cable with no further issues. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. After the complaint product, about ten micrus coils (catalogue and lot all unknown) were successfully placed into the target aneurysm without any further issues. No information regarding the aneurysm/vessel was provided, and no patient information was provided. It is unknown how many coils were successfully placed during the procedure. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. Pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (michibiki/hanako medical, type unknown). It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available procedural information and without the return of the device for analysis, no conclusion can be made regarding root cause of the reported resistance during advancement of the coil system through an unknown microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.